Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Revision of asr cup and big head due to pain tissue reaction and metal sensitivity. Reason for revision: component loosening. Claim suite ref: (B)(4). Update: reason for revision and surgeon from crawfords update spreadsheet dated 8 nov 2011. Update july 11, 2017: additional information received from crawford. Added reason(s) for revision: loosening of the femoral component and facility name. This complaint was updated on july 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt was revised to address metal sensitivity.